Event description:
It was reported that the customer had elevated blood glucose levels.

Manufacturer narrative:
No prod returning for eval. Should new info become available, a supplemental form will be submitted.